Manufacturer narrative:
(B)(4).

Event description:
It was reported this subcutaneous implantable cardioverter defibrillator (s-ICD) had exhibited undersensing. An x-ray was performed and it was found the device had migrated in the pocket which resulted in the observed undersensing. The device was successfully repositioned. No additional adverse patient effects were reported.